Event description:
It was reported by the rep that (2) al326 were used during a seps procedure. It was reported that the clip applier came apart in the pt leaving a piece of the instrument and the clip. A second clip applier was pulled and re-positioned. When the surgeon tried to appy a clip, nothing came out. The surgeon then made a small incision in the lower leg to ligate the vessel. X-ray used a fluoroscopy were necessary to determine the location of the missing clip and instrument. The case was completed without further complications. The or time was extended by (30) minutes. The hosp's risk management dept kept the broken device in order to make a report.